Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, it was confirmed that customer was able to access pump features. It was indicated that manual injections were available for diabetes management.